Event description:
Note: this is one of three complaints, which occurred during the same procedure. Refer to MFR report numbers 3005099803-2009-02464, and 3005099803-2009-02465 for details regarding the other associated devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure. Pt weight was not provided. According to the complainant, during the procedure while in the cecum, the first clip could be opened and closed, but it would not detach from the catheter. The nurse was able to remove the clip from the mucosa without any damage to the area. The second and third clips presented with the same issues; they were able to open and close the clip but it would not detach from the catheter. This procedure was completed using a sclerotherapy needle. There has been no report of complications or injury to the pt as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.